Manufacturer narrative:
(B)(4): although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during preparation for a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the physician noticed that the snare loop was detached when he attempted to extend the snare from the sheath. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Follow-up information obtained from this account revealed that the original description provided for this event was incorrect.

Manufacturer narrative:
Additional information: updated event description: "the working length is detached from the handle." (B)(4) relates to (B)(4) for the reported event: working length detached. Visual evaluation of the returned device found that the flare had detached from the handle, which prevented a subsequent functional evaluation. No kinks were noted along the working length. The condition of the returned device was consistent with the complaint that the "working length is detached from the handle"; the complaint was confirmed. The most probable root cause of this failure is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during preparation for a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the physician noticed that the snare loop was detached when he attempted to extend the snare from the sheath. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.